Event description:
I have had sjogren¿s type symptoms immediately following implant surgery, as well as continuous pain requiring scans ordered by local plastic surgeon and gynecologist. Had a positive ana but no other positive antibodies. Followed by rheumatologist. Multiple gi problems, some requiring hospitalization. Food intolerances, eye and gum problems associated with severe dryness. Skin problems and lupus like rash. All following implant surgery. I am preparing to explant asap.